Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair of a cystocele procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the suture broke and the needle was found lodged inside capio cage. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of suture detachment. Analysis of the returned capio slim device reveals that the needle dart of the suture was returned behind the catch of the capio slim. Upon inspection, the needle dart is attached to approximately 2.0 mm of suture. The suture is frayed. The mesh assembly appears unused and is most likely from the second kit that was opened to complete the procedure. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.